Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus tip position on the touch screen needed calibration. There was a small deviation of the stylus position on the touch screen. The paper tray was nearly empty, the bullets assay (lower) were broken, the magnet was broken and the company logo button was missing. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance / repair. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.